Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing threshold measurements at routine follow up. All other measurements were within normal limits. Device output was increased in the interim until the patient later underwent surgical revision wherein the lead was explanted and replaced. Information was later received indicating the observed threshold changes were believed the result of lead dislodgement. No additional adverse patient effects were reported. This lead is no longer in service.